Event description:
The customer reported that the device would not stay powered on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not stay powered on. There was no report of pt involvement. The unit was evaluated at the philips andover repair bench and the reported failure was verified. Replacement of the processor. Pca resolved the failure. The unit passed all post-servicing testing and was shipped back to the customer site.